Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction displayed a resettable code, which had not been reset by the caller within the last 24 hours. Technical support provided pump reset information and assisted in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.